Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Device was also received with a scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump and 45 minutes later, she received a button error alarm. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she had been treating with manual injections since the incident. The insulin pump was replaced and returned for analysis.